Event description:
It was reported that during a routine check. The cs300 intra-aortic balloon pump (iabp) units safety disc needed replacement. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: 06, event site postal code: (B)(6)). It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "safety disk replacement". A getinge field service engineer (fse) had evaluated the unit and replaced the "d997-00-0985-01"- assy, safety disk, english and after the replacement fse had performed all the functional tests which ran successfully. The machine was handed to the customer in working condition. There was no involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units safety disc needed replacement.